Event description:
Reporter alleged blood glucose measured 176 mg/dl back to back with a result of 12 mg/dl when testing was performed in less than 10 minutes apart. No actions or treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.